Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it is reported customer is experiencing under filling in vacutainers." "The two (2) sst lot numbers we¿ve had issues with are: lot #9319578- 12 feb 2020 and lot #9304129- 13 jan 2020."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it is reported customer is experiencing under filling in vacutainers." "The two (2) sst lot numbers we¿ve had issues with are: lot #9319578- (B)(6) 2020 and lot #9304129- (B)(6) 2020."